Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and folding per the ultrasound. Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event creases/folding of implant-breast, pain-breast and rupture-breast was requested on (B)(6) 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Creases/folding of implant-breast: not observed. Pain-breast: unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture and folding per the ultrasound. Device has been explanted.